Event description:
Inbound. Cassette #3 from most recent batch of prefilled cassette supplies associated with no disposable alarms on both pumps, alarm would not resolve despite all troubleshooting steps tried, used another cassette and alarm resolved, (B)(4) pump running without problems. Cassette lot number not provided. No further details provided.